Event description:
It was reported that the device would intermittently lock up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported intermittent lock up failure. Physio determined the cause of the reported/observed failure to be the single board computer (sbc) on the system pcba assembly. A replacement device was provided to the customer.